Manufacturer narrative:
The case report from indicates the event is definitely not related to the devices and definitely not related to the procedure. This event report was received through clinical data collection activities. The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of the patient's fall, which led to dislocation and a periprosthetic fracture.

Event description:
Revision due to periprosthetic fracture resulting from dislocation after a fall.